Manufacturer narrative:
Correction e1: report name and reporter last name. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the anchor stitches had broken and the battery was twisting (manufacturer report number 3006705815-2020-31748) and fractured both extensions. Surgical intervention took place wherein the extensions were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32128, 1627487-2020-32131. It was reported high impedances were observed. Patient does not have stimulation. Surgical intervention my take place at a later date.